Event description:
The customer reported that she experienced an "allergic reaction" to the pod's adhesive. No detailed information was provided about her skin condition. Also, no information was provided regarding the customer's method of treatment for the reaction. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any issue related to the pod's adhesive. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions.